Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of tubes exhibited poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. Upon visual evaluation of the three photos, the customer¿s reported defect was confirmed. The retained samples could not be inspected as the lot number is unknown. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on the photos provided.. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of tubes exhibited poor barrier separation. There was no health impact or consequences reported.